Event description:
It was reported that during lesioning, the pt experienced muscle twitching. Because of this muscle twitching the procedure was cancelled. There were no adverse consequences. No medical intervention was required.

Manufacturer narrative:
The device has been received at the MFR for testing. An eval will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.